Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient's right ambicor penile prosthesis cylinder had a lack of rigidity. The patient was not able to inflate the device due to fluid loss. The issue was diagnosed via physician consultation. Six months later, the device was replaced with a 18 cm x 12.5 mm ambicor penile prosthesis. The patient was stable. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the patient's right ambicor penile prosthesis cylinder had a lack of rigidity. The patient was not able to inflate the device due to fluid loss. The issue was diagnosed via physician consultation. Six months later, the device was replaced with a 18 cm x 12.5 mm ambicor penile prosthesis. The patient was stable. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.